Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation is late onset seroma. The event of late onset seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "I had to have my textured implants removed and changed (redacted) when I went for 3 mris that noticed a seroma. One doctor diagnosed me with possible alcl, and my surgeon scheduled a biopsy / and aspiration." Aspiration was unsuccessful as "could not get to seroma as it was behind implant and near lungs." Removal recommended "as there could have been alcl". This record is for the right side. Device has been explanted.

Event description:
Patient reported "I had to have my textured implants removed and changed (redacted) when I went for 3 mris that noticed a seroma. One doctor diagnosed me with possible alcl, and my surgeon scheduled a biopsy / and aspiration." Aspiration was unsuccessful as "could not get to seroma as it was behind implant and near lungs." Removal recommended "as there could have been alcl". This record is for the right side. Device has been explanted.